Event description:
During a matrix neuro craniotomy procedure, as the surgeon was attaching the bone flap to the skull, 2 plates and one screw broke. Following the parts breaking, the surgeon removed all hardware and replaced with a competitor's hardware. The surgeon completed the surgery without further incident and with no adverse effect to the patient noted. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.